Event description:
It was reported that the patient thought it needed to be charged. The patient was experiencing a loss of therapeutic effect. The patient was having a return of symptoms. The patient was having inability to urinate when he goes to the bathroom and was also having leakage and gets urine on his pants. It had gotten gradually worse overtime. This issue began about 6 months ago. Patient services assisted caller with troubleshooting over the phone. The patient uses antenna. The patient needed to change batteries (screen blank- had never changed batteries in patient programmer and had for over a year). The patient was on program 1- 5.4v. Patient services walked the patient through turning stim up. Patient services suggested staying on program 1-6.0vv for the next few days and monitoring symptoms. The patient had an appointment today. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0csud, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).